Event description:
It was reported that during setup at the user facility, the blade of the device was oscillating while in safe mode. As this event occurred during setup at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.